Event description:
Additional information received reported that the issue resolved without sequela.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was lead migration and dislodgement. Reprogramming was done on (B)(6) 2012. It was reported that an x-ray was taken on (B)(6) 2012, which showed that one lead had slipped from t12 to l1 in the spine. The reporter stated that a lead replacement was attempted on (B)(6) 2012, but it was unable to be completed due to scar tissue. It was noted that the event was related to the device or therapy and possibly related to the implant procedure. Signs and symptoms of the event included inadequate pain coverage in the lower back area. It was noted that the severity was mild. It was unclear if the back pain or the event was of mild severity. Patient outcome was listed as an ongoing event. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported the patient was referred to a surgeon on (B)(6)-2012 for a lami lead placement.

Event description:
Additional information received reported that interventions included suspended therapy on (B)(6) 2012.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer. (B)(4).